Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing at a routine check showed affected channels. The user's family recently noticed a change in speech understanding when the child was wearing the left side audio processor only. The clinic is recommending re-implantation but no date has been set yet.

Event description:
In situ testing at a routine check showed affected channels. The user's family recently noticed a change in speech understanding when the child was wearing the left side audio processor only. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.